Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to medwatch #1828100-2016-00066 for the (B)(6) 2015 occurrence. In (B)(6) 2015, after five shunt sensor swaps, they were finally able to pass calibration and get expected values. The biomed stated they still would like to send the bpm in to make sure it meets all manufacturer specifications.

Event description:
It was reported that during use of the device for an extracoporeal liver assist device (elad) procedure in (B)(6) of 2015, the blood parameter monitor (bpm) and 540 calibrator when used as a pair, the user noticed that the displayed ph values on the monitor are outside the what would normally be expected. The user is not confident that the ph accuracy is where it should be. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: multiple attempts have been made by manufacturer clinical services (cs) to contact the biomedical engineer (biomed) of vital therapies, the emails and phone calls have not been returned. Phone calls were placed on 26-jan-2016 and 29-jan-2016; and emails with questions were sent on 28-jan-2016, 28-jan-2016 and on 1-feb-2016. Vital therapies uses two separate shunt sensors in an extracoporeal liver assist device (elad) and this system processes a patient's blood through an artificial liver circuit. The patient's blood is ultrafiltrated and the plasma is circulated through an artificial liver circuit and one bpm shunt sensor is placed before the elad liver support cartridge and the second shunt sensor is placed after the cartridge. During calibration of the shunt sensors with a 540 calibrator (prior to placement in the elad circuit), they observed the two ph values after calibration did not fall within their usual observations. According to the information in the complaint, the bpm unit was changed out prior to the elad procedure. The elad procedure was completed, as scheduled without reported harm. Elad is a many hour procedure, outside the six hour indicated use of the bpm system, including the shunt sensors.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The blood parameter monitor (bpm) unit was placed in its service mode, bpm standard reference sensor test (srs) test was performed, and all seven channels passed on both arterial and venous bpm probes. The monitor was sent to central engineering for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed blood loop testing with no inaccuracies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.